Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the major bleed was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B5: additional information added, clinical narrative. H6: health effect - impact code added.

Event description:
Impella 5.5 was implanted in a 66-year-old male with a history of heart failure and cardiogenic shock presented for high-risk pci. Device was implanted for hemodynamic support. During the course of care, nursing staff noted an unexplained drop in hemoglobin. The patient received one unit of blood transfusion. At the time of reporting, the patient was preparing for colonoscopy and experiencing frequent defecation. There was no change in plasma-free hemoglobin levels, and the impella device remained in use without reported malfunction. The reported events include a peri-procedural adverse event, major bleeding, and blood transfusion. Based on available information, these complications are more consistent with patient-specific factors such as gastrointestinal bleeding and underlying critical illness rather than device related. Based on available information, there is no evidence of a causal relationship between the impella 5.5 and the reported events. The team had no allegation that the pump anticoagulation caused/contributed to the bleed as there was no heparin within the purge fluid, as the medical center policy is to utilize sodium bicarbonate.

Manufacturer narrative:
D6b: added explant date

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella 5.5 was implanted in a 66-year-old male with a history of heart failure and cardiogenic shock presented for high-risk pci. Device was implanted for hemodynamic support. During the course of care, nursing staff noted an unexplained drop in hemoglobin. The patient received one unit of blood transfusion. At the time of reporting, the patient was preparing for colonoscopy and experiencing frequent defecation. There was no change in plasma-free hemoglobin levels, and the impella device remained in use without reported malfunction. The reported events include a peri-procedural adverse event, major bleeding, and blood transfusion. Based on available information, these complications are more consistent with patient-specific factors such as gastrointestinal bleeding and underlying critical illness rather than device related. Based on available information, there is no evidence of a causal relationship between the impella 5.5 and the reported events.

Manufacturer narrative:
Additional information received b5 and h6 updated based on the information received from the clinical site.

Event description:
Impella 5.5 that is 55 days on support. Had purge rate drop significantly then purge pressures high. The bedside team initiated their lysis protocol. After lysis back was initiated, purge flow and pressure returned to normal. No issues in pump flow or patient support.

Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.